Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) and baclofen (unknown) at unknown concentration/doses via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient rep went to see the patient on sunday and when she arrived the patient was delirious and confused. The patient rep stated that they called 911 and brought the patient to the hospital. The patient rep stated that a company representative (rep) came to the hospital yesterday morning and turned the pump down to the bare minimum to see if they could figure out the problem. The patient rep stated that the patient had been getting too much medication. The patient was back to her regular self and was not in any pain, but they were not being physical. The patient rep stated that they were going to see the managing physician tomorrow and want to know how much medication the patient was getting. The patient was redirected to their healthcare provider to further address the issue. The patient rep mentioned that this was the second time this had happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.